Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that when the asymptomatic patient presented in-clinic for a follow-up, post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. Programming changes were made.